Manufacturer narrative:
Device eval by manufacturer?: the device was visually and microscopically inspected for damage. There was a kink on the shaft located 135cm from the tip and a leak was observed at this location on from the infusion line. The device set up was performed using the instructions per the directions for use. The device primed as designed. The device was run for a period of two consecutive minutes with no issues or errors. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 05may2020. A 2.1mm jetstream xc catheter was selected for use in a fistula case. During priming, the console reported an error with the catheter. The catheter was flushed and the error remained. A second catheter was selected and used successfully. No patient complications were reported. However, device analysis revealed a leak on the catheter shaft.